Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. The rv lead was removed from the device header and tested on a pacing system analyzer (psa) with good values. The lead was then inserted into the atrial port also with good results. The physician then elected to explant the device. An entirely new device was implanted and the lead measurements obtained were normal. It was suspected that the rate/sense portion of the lead may have been accidentally inserted into the high voltage port of the device. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.